Manufacturer narrative:
An internal complaint evaluation was performed. According to our quality system requirements. It is already closed, and the conclusions were communicated to the customer. Enclosed are the following documents: form 3500a rec'd from the user facility. Complaint file, which consists of: communication from the customer. Internal report. Picture. Communication of the conclusions to the customer. The internal eval concluded erronesously that the hair was located between the balloon and the balloon cover (this is, the hair would be in contact with the balloon), and so was informed to the customer. Actually, not only is not the hair in contact with the balloon, but it is outside the indicator level, this is, between this piece and the external cover (reservoir). This can be clearly perceived in the picture. Corrected data. The form rec'd by the user faiclity affirms that august 2008 is the expiration date of the lot. As indicated in the box label, the expiration date of the lot is june 2008 (since the validity of the product is 24 months.

Event description:
The pharmacy technician was filling a 250 ml. Dosi-fuser with solu-medrol and saline. Upon inspection, the pharmacist noticed what looks like a piece of hair in the plastic of the dosi-fuser.